Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4194-78 lead implanted: (B)(6) 2007, 5076-52 lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular lead had oversensing noted on isometrics and the lead integrity alert had triggered. The lead was reprogrammed and an x-ray ordered to ensure full seating of the lead pins. About five days after, the short interval counts (sic) had increased to 69 and five non-sustained high rate episodes had oversensing on the electrogram. The lead was possibly fractured and had high impedance. The physician elected to reprogram the sensitivity and re-evaluate the lead in one month. Again after about five days, the lead integrity alert triggered and the lead polarity was reprogrammed. The lead will now be re-evaluated in three weeks and remains in use. It was later reported that when the lead was re-evaluated, it was speculated that while there may be a lead fracture, it was more likely a partial set-screw insertion. The issue continues to be monitored and the device remains in use. No patient complications have been reported as a result of this event.